Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.194" x 0.563" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which found to have no related records. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID ins-12533. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the customer reported the fenestrated bipolar forceps tip broke. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the instrument was inspected prior to use and no damage was noted. The customer did not notice fragments falling into the patient. While being used, it was noted to have a broken wire, an exam of the patient showed no pieces or parts that needed to be retrieved from the patient. The instrument appeared intact once removed from the patient. Upon receipt of the instrument in the sterile processing department, staff noted the instrument was missing pieces. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments. There were no fragments were observed falling inside the patient and the instrument appeared intact, besides the broken cable/wires. The instrument was removed during the procedure prior to the breakage, the wrist was straightened prior to removal. There were no fragments/pieces to be retrieved, the instrument appeared intact except for the broken wire cable. The surgeon noted no pieces or parts in the patient's abdomen. No extra surgical procedure was required to remove the fragment. The case was completed robotically with no harm to the patient.